Event description:
Review of the post market surveillance survey noted that "sometimes I need to do a recut in the medial cut tibia because I see that the template is different of the implant."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon pkr. This information was received via a post market surveillance surgeon survey. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.